Manufacturer narrative:
H10. H3, h6: we have now completed the investigation for this complaint. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history for the failure method have been reviewed and similar instances have been found in the previous four years. These instances are being monitored to determine if additional actions are required. The device, used in treatment, has been returned and evaluated. The visual examination found the housing to be damaged. The functional assessment established a relationship between the device and failure reported, the device was unable to generate negative pressure, due to a failed vacuum motor. The root cause was determined as hardware failure. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that although the dressing was well sealed, did not create a vacuum. After several tests it was replaced and the problem was solved. No injury or harm reported. There was a back-up device available. Delay between 30 and 60 minutes reported.